Event description:
It was reported, in an article, that a patient underwent an open reduction and fixation procedure to treat an unstable fracture of the lateral clavicle on an unknown date and suture was used. Four months after surgery, the patient showed breakage of the plate and a delayed union but had full range of motion and function and showed no discomfort. Radiologic follow-up, twelve months after surgery, showed callus formation around the fracture site. Thirteen months after the initial surgery, the plate was removed and a tight pseudarthrosis was found, however, no further surgery was needed. 4.8 years after surgery, the patient achieved a full range of motion and function and complained of pain only during strenuous activities. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.